Manufacturer narrative:
(B)(4). D10 - medical product: tibia cemented catalog # 42532007102 lot # 66727644. E1: dr (B)(6). G2: hong kong customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that device was not mating with the implant. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4, d5, d9; g3; h2; h3; h4; h6; h11. Visual inspection of the returned devices show that the dovetail feature is flared out. The devices also exhibit signs of use and gouges are visible on the articulating distal surface and outer profile. Dimensional analysis performed shows device is within specification. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information of this report.